Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 5ct sample intl roche needle gets stuck in the insulin pen. The following information was provided by the initial reporter: customer service uses accu fine pen needles and the plastic on the needle comes off but the needle gets stuck in the insulin pen.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl 32g 4mm 5ct sample intl roche needle gets stuck in the insulin pen. The following information was provided by the initial reporter: customer service uses accu fine pen needles and the plastic on the needle comes off but the needle gets stuck in the insulin pen.